Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Analysis was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). There was no motor error alarm noted. The motor passed motor test. The pump was received with scratched lcd window, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 116 mg/dl. The customer states the insulin pump has been dropped on carpet and did go through an airport body scanner. The customer does use the sensor feature on the pump and they are able to rewind the pump. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.